Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) france alleging his onetouch vita enhanced meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It was not specified when the alleged issue began. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. On (B)(6) 2013, a couple days after initially notifying lfs of the reported issue, the patient¿s wife contacted lfs and claimed the patient ¿fell into a diabetic coma¿ due to not being able to test. The patient¿s wife did not specify treatment received. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported because it was reported the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.